Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, uterovaginal prolapse, rectocele and cystocele. It was reported that the patient underwent sacrospinous vault suspension and posterior colporrhaphy on (B)(6) 2012 due to recurrent pop. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient had a concurrent procedure of a total vaginal hysterectomy, laparoscopic uterosacral vault suspension, laparoscopic paravaginal repair, mesh procedure, rectocele repair and cystoscopy performed during mesh implantation. It was reported that patient underwent mesh removal on (B)(6) 2012 for vaginal scarring. No additional information was provided.